Event description:
It was reported that patient underwent hip procedure on (B)(6) 2012. During the procedure, as the surgeon was reaming the femoral canal, part of the reamer fractured. A bone flap was made in order to remove the fractured piece of the reamer with a raspatorium . The procedure was then finished with a one size smaller stem with no complications.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert for related implants that state that this type of event can occur: under precautions, it states, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture".